Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse found the bd¿ pre-filled normal saline syringe product was not completely filled and there was orange/ brown sediment in the syringe when the sealed package was opened. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: flks received one 3ml saline syringe with material on the surface of the stopper and floating in the solution in the barrel. As per request, analysis was carried out on this material. A small portion of this material was removed the stopper and prepared for ftir spectral analysis. However, ftir analysis yielded no spectral results indicating that this material may be metallic in nature. This material from the stopper was then tested using sem/edx analysis. The analysis shows that this material is composed of mainly of iron and oxygen which are the main components of rust. Sodium and chlorine could be from the saline solution in the barrel and silicon is from the silicone present on the stopper. Scar/ftir: a single 3ml syringe was observed filled with reportedly saline solution. The solution has turned "rust" color and a piece of fm could be seen on top of the stopper and also floating in the solution. DHR: all inspections were accepted. No qn's. A scar has been issued to the stopper supplier on 05/03/2018. The stopper supplier c/a will be evaluated by bd canaan upon receipt of the supplier's response. Bd canaan will continue to monitor supplier quality. Franklin investigation: sample received. The sample syringe contained rust sediment floating in solution and attached to the stopper. Also, the 3ml syringe only contained approximately 2.5ml of solution. DHR: there were no non-conformances, deviations, or issues noted during the manufacture, storage, or distribution of lot# 729111c. Root cause: based on the investigations performed, the root cause of the fm is likely to have originated at the bd canaan stopper supplier. The fm did not originate from the bd franklin filling operations. The root cause of the incorrect fill volume is likely manufacturing related such as a mis fill during filling operations.

Manufacturer narrative:
Date received from manufacturer: 03/26/2017. Date received from manufacturer: 03/26/2018.